Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported bolus delivery issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered a bolus for food consumed, however, did not end up eating the complete amount of food bolused for. The customer's blood glucose (bg) level lowered to 40 mg/dl, and the customer fell. Subsequently, the pump touch screen became shattered and unresponsive due to the customer falling. Customer consumed carbohydrates to address low bg and reverted to manual injections for insulin therapy.